Manufacturer narrative:
The biomedical engineer reported that the multigas unit stopped giving co2 readings. No patient injury or harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit stopped giving co2 readings. No patient injury or harm was reported.

Event description:
The biomedical engineer reported that the multigas unit stopped giving co2 readings. No patient injury or harm was reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 customer stated gas unit did not provide co2 readings. No error messages were reported. Service requested: repair. Service performed: repair. Investigation result: service history for gf-210ra serial number (B)(6) shows no other notifications. The investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) to (B)(6) ) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers (B)(6) and below has the first version of cd-314p. Serial numbers (B)(6) to (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. Corrected information: d10. Device available for evaluation? Date.